Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 repeatedly failed. The customer had recovered it multiple times and even restarted the pyxis, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4.2 kept failing. A field service engineer (fse) found in remote smart service that multiple cubies on drawer 4.2 had recently failed and showed 'row board not present' errors. Fse reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.